Manufacturer narrative:
H6: device not returned.

Event description:
Reportedly, this device was explanted after approximately a 6 year, 4 month implant duration due to insufficiency and atrial fibrillation.